Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with a trail external neurostimulator (ens) for urgency frequency/ urge incontinence. The patient reported that she got back from the hospital and she hurts. On (B)(6), the patient reported that her urgency to void felt like a urinary tract infection (uti). It was noted that the trail started on (B)(6) 2018. No further complications were anticipated/reported.